Event description:
It was reported that at various times followintg urogyn reconstructive, patients returned complaining of pain and bleeding during intercourse. The patients were examined and found to have granulation tissue formation. An unspecified number of patients were seen in the physician's office for suture removal and treatment.